Event description:
N/a

Manufacturer narrative:
Corrected fields: d1, d4 (serial no., model, catalog, UDI). It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas gain alarm followed by an autofill failure alarm. Were not resolves with normal troubleshooting or with the changing of the console. The cardiologist came in and repositioned the catheter which resolved the alarm. They called right after repositioning to discuss the gas gain alarm which I explained at length. Further troubleshooting revealed this was an arrow catheter. I explained how to troubleshoot the gas gain alarm if it were a maquet product and suggested they call the teleflex clinical line for further information. The physician ended up removing the balloon as the patient had been stable. The nurses and physician were appreciative of all the help. Console complaint information was collected, and the pump tagged for biomed. A getinge field service engineer(fse) evaluated the unit and states that reported event is not reproducible and it is a balloon related issue and there was no device failure. The device was then released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) rn called for assistance with a gas gain and autofill failure alarm. The gas gain alarm followed by an autofill failure alarm were not resolves with normal troubleshooting or with the changing of the console. The cardiologist came in and repositioned the catheter which resolved the alarm. They called right after repositioning to discuss the gas gain alarm which was explained at length. Further troubleshooting revealed this was an arrow catheter. It was explained how to troubleshoot the gas gain alarm if it were a maquet product and suggested they call the teleflex clinical line for further information. The physician ended up removing the balloon as the patient had been stable. There was no patient harm or injury reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.